Event description:
An ultraflex covered ng esophageal stent was used in a stent placement procedure in 2008. According to the complainant, "during deployment of the stent, the suture caught on the distal end of the delivery system. The delivery system [and] the partially deployed stent were removed and the procedure was completed with [a second ultraflex covered ng esophageal stent]." No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.